Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The armada device referenced is being filed under a separate medwatch report.

Event description:
It was reported that the procedure was performed to treat a chronic totally occluded and heavily calcified lesion in the distal tibial artery. A 1.2x20mm armada xt otw balloon catheter was being prepared; however, during flushing of the guide wire port, the saline came out of from the balloon port instead of the tip of the balloon. The balloon catheter was not used and a similar size unspecified device was successfully used. A ht command es guide wire was being advanced; however, slight resistance with the anatomy was felt and the tip of the guide wire separated. As the separated portion was in the distal tibial; it was decided to leave it in the foot and not intervene further. There were no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during advancement resistance was met with the totally occluded and heavily calcified lesion resulting in the reported failure to advance. Interaction/manipulation of the device and/or inadvertent mishandling resulted in the reported/noted detachment(s). There is no indication of a product quality issue with respect to manufacture, design or labeling.